Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was running low in the middle of the night and then she experienced a high blood glucose level over 600 mg/dl during the time of the call. Customer stated that she was going to treat with the insulin pump. Customer declined troubleshooting at the moment and stated that she will call back if the issue continues. Customer reported that she had an issue with the b button on the insulin pump not giving her the option to enter her blood glucose level. Customer stated that her belt clip also broke due to normal wear and tear. It was found that the customer had the bolus wizard turned off and it was turned on to resolve the issue. The product will not be returned for analysis.